Manufacturer narrative:
Reported event of difficulty retracting snare loop. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, when the snare was opened to grasp the guidewire, it did not retract in to the sheath. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the device revealed the working length (catheter and wire) to be bent at the distal end of the strain relief and adjacent to the handle. The handle cannula was detached from the handle assembly. The cannula was found to be pushed distally, most likely from an attempt by the user to function the device. The handle cannula was found to be properly crimped at approximately 2 millimeters from the proximal end securing the cable inside the cannula and slight score marks from the cap screw were visible on the cannula. The cannula was measured to be within specification. The socket head cap screw was inside the finger ring and torqued into the active cord insert. The gap inside the insert and under the set screw was pin gauged and measured to be approximately .045 inch. During the evaluation, the device was disassembled and the screw removed from the insert with some resistance noted. The tip of the screw presented some damage. The screw thread length was measured to be within specification. An examination of the insert found a burr inside the threaded portion. It was noted that the condition of the returned unit was consistent with the complaint incident that when the snare was opened to grasp the guidewire, it did not retract in to the sheath. Based on all gathered information the investigation fails to determine a definite root cause. A device history record (DHR) review of lot number 16939513 was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, when the snare was opened to grasp the guidewire, it did not retract in to the sheath. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.